Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor site and date of insertion are unknown. Patient described the skin reaction as itching and sometimes blistering under sensor patch adhesive. Patient treats the affected area with unisol, prescribed by her physician, date unknown, to use during removal of sensor patch adhesive. At the time of contact, patient reported current condition as stable. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).